Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. Visual examination of the device revealed the fiber bundle was streaked with blood residue and the fibers were wet with evidence of blood exposure. Coagulated blood was found at both ends of the dialyzer between the screw flanges and potting cut surfaces. There were no kinked, broken, looped, or damaged fibers identified on the circumference of the fiber bundle. The polyurethane (pu) material was distributed evenly and was noted to be intact, without any visually identifiable irregularities. The visual inspection did not discover any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted on the circumference of the fiber bundle in two different locations. One leak was noted on the cavity ID end potting cut surface at approximately 20 degrees with the dialysate ports situated at 0 degrees. The other leak was noted on the non-cavity ID end potting cut surface at approximately 230 degrees with the dialysate ports situated at 0 degrees. The dialyzer was then subjected to a destructive disassembly for further visual examination. The non-cavity ID end of the dialyzer was severed below the screw flange and the fiber bundle was removed from the dialyzer housing to better inspect the inferior pu surfaces/fiber bundle. Subsequent visual examination of the fiber bundle identified a short fiber corresponding in location to the cavity ID end leak noted during bubble point testing. Further examination did not identify any other damage or irregularities to the fiber bundle; specifically, no loose fiber fragments, kinked, and/or looped fibers were found. The source of the non-cavity ID end fiber leak could not be isolated. The inferior surface of both pu potting ends were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A leak was detected in two separate locations on the circumference of the fiber bundle during laboratory bubble point testing. One leak was isolated to the cavity ID end of the device, while the other was isolated to the non-cavity ID end. Subsequent to dialyzer disassembly and further visual examination, a short fiber was identified on the cavity ID end of the dialyzer (within the location of the observed leak on that end). The source of the leak on the non-cavity ID end could not be isolated.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of the patient's hemodialysis (hd) treatment. The blood leak was visible in the header of the device (on the arterial side). The machine alarmed, the blood pump was turned off, the lines were clamped, and the dialysate was tested with a blood leak test strip; the strip tested positive. No dialyzer damage was visible. The patient's blood was not returned; the estimated blood loss (ebl) was noted as being approximately 300ml. The patient was reported to be stable and denied experiencing any symptoms as a result of this event. No adverse effects were experienced and no medical intervention was required. However, precautionary measures were taken. The patient was given a normal saline (ns) bolus as a replacement for the blood loss, and oxygen; both were administered prophylactically. The patient completed treatment with a new set-up on a different machine. The complaint device was saved by the user facility and returned to the manufacturer for evaluation.